Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 201 mg/dl. Tandem technical support was unable to contact the customer for follow-up or additional troubleshooting; therefore, no additional information was known or reported.